Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, granuloma, and rupture.

Event description:
Physician reported an extracapsular right breast implant rupture. MRI diagnostic test of "probable liver angioma", "liquid around the implant in the right breast", "small degree of chronic lymphoplasmacytic inflammatory infiltrate, small calcifications, and fibrous deposits". The device has been explanted. This record relates to the right side.

Event description:
Physician reported an extracapsular right breast implant rupture. MRI diagnostic test of "probable liver angioma", "liquid around the implant in the right breast", "small degree of chronic lymphoplasmacytic inflammatory infiltrate, small calcifications, and fibrous deposits". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in radius side assessed as unidentified (tear) opening. (Shell thickness within specification). Silicone migration: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Additional observations: observed creases on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 device photo analysis: visual analysis of the photographs identified: -rupture:observed, but cannot perform an assessment of the opening as no microscopic analysis can be performed. -seroma-late: unable to confirm as it is a medical event not related to the device. -granuloma: unable to confirm as it is a medical event not related to the device. -other-medical-ndr: unable to confirm as it is a medical event not related to the device. -silicone migration: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported an extracapsular right breast implant rupture. MRI diagnostic test of "probable liver angioma", "liquid around the implant in the right breast", "small degree of chronic lymphoplasmacytic inflammatory infiltrate, small calcifications, and fibrous deposits". The device has been explanted. This record relates to the right side.